Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery pack) was confirmed. As received, the charger was unable to charge a test battery pack. Upon evaluation, there was contamination on the battery board and the q1 transistor was shorted. The cause of the inability to charge is the contamination and shorted transistor. The cause of the shorted transistor is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was unable to charge the battery packs.